Manufacturer narrative:
Follow-up #1: date of submission 24-jun-2019 device evaluation: the device has been returned and evaluated by product analysis on 20-jun-2019 with the following findings: a review of the black box showed the data from the date of the complaint had been overwritten due to continuous use. The available pump history and black box showed no evidence of a delivery malfunction. The total daily dose added up correctly with the basal program. The pump passed all required delivery accuracy testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged the patient experienced a blood glucose of 29.9mmol/l, associated with an alleged inaccurate delivery issue. Reportedly, the patient remained on the pump. The reporter was not able to provide further information during the initial complaint. This complaint is being reported because the patient allegedly experienced hyperglycemia while on the insulin pump, and the pump could not be ruled out as a contributing factor.